Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on 01/04/2016, to report a patient death that occurred on (B)(6) 2015. Patient was wearing dexcom continuous glucose monitor (cgm) and his animas vibe insulin pump at the time of death. Patient's wife called paramedics when she noticed that her husband was not responsive at home. Paramedics arrived and pronounced the patient deceased at the scene. The cause of death is unknown until toxicity screening is completed. Current medications are unknown. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of death. A certificate of death was provided. Cause of death is pending investigation.